Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio opened the device in order to perform a visual inspection but did not observe any evidence of water damage. As a precaution, physio-control then replaced the device's battery pins and after observing proper operation through functional and performance testing the device was returned to the customer for use. Physio followed up with the customer for additional information and was advised that the batteries which were installed in the device when the reported issue was observed had some evidence of water damage; however, the batteries were not made available to physio for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, an ems battalion chief, contacted physio-control to report their device would no longer remain powered on when using charged batteries. The device was stored in a compartment which was exposed to water. There was no patient use associated with this event.